Manufacturer narrative:
H3, h6: the reported device was not received for evaluation. However, an unused device was received. A visual inspection of this device revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were returned on the needle. The t2 has been pushed forward to dimple. The variable depth straw has been trimmed. Bio debris is present. A functional evaluation, using a simulation meniscus, showed the t1, then the t2, were deployed and implanted as intended. The knot was tightened down. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include failure to fully actuate the device during implantation. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that during a meniscus repair surgery, the ultra fast-fix t2 suture could not be tightened. T1 was successfully removed using tweezers. The procedure was completed with non-significant delay, but it is unknown if there was a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference case: (B)(4).

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H10: the information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Per an additional response from the customer, it was specified that after t1 deployed, it failed to secure, but withdrew with the needle; therefore; there is no risk nor additional intervention needed to prevent an injury. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that during a meniscus repair surgery, after the ultra fast-fix t1 was deployed it failed to secure and was withdrawn with the needle. The procedure was completed with non-significant delay, but it is unknown if there was a back-up device. No further complications were reported.